Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a 23mm was aortic valve was explanted after three (3) years, seven (7) months, due to subacute bacterial endocarditis secondary to strep viridans with large vegetation. It was reported there was an abscess and pannus overgrowth. Patient developed endocarditis approximately three (3) months prior to explant. The patient finished antibiotic therapy when he threw an embolus to right arm. The valve was found to have a large vegetation attached to the leaflets projecting into the ascending aorta approximately a third of the distance. Records noted it appears to be simply clot. The coronary leaflets and noncoronary are coated with clot and move normally when this is peeled off. However on opening the valve it can be seen a large pannus growing underneath with some vegetations attached. The explanted device was replaced with a non-edwards onyx valve. The patient also underwent pericardial patch repair abscess noncoronary sinus due to aorto mitral discontinuity. Patient was discharged on post-operative day nine (9).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23mm aortic valve was explanted after three (3) years, seven (7) months, due to pannus. It was reported there was an abscess and pannus overgrowth. The explanted device was replaced with a non-edwards onyx valve.